Event description:
The customer reported via phone call that the insulin pump alarmed displayable history check failed on startup during normal use. Blood glucose value was 87 mg/dl. Customer stated that a temporary basal was not programmed before the alarm and the device was not stored without a battery or with dead battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.